Event description:
On monday (B)(6) 2022 a patient had a PICC place. Patient called to say it was bleeding anf the blood was past the dressing. He was on heparin and said when he bent his arm it seemed to bleed. With the assistance of his nurse, the clinical nurse specialist changed his dressing. It looked like it stopped bleeding, buthe was on heparin and could bleed again. After talking with the patient and not wanting to keep changing his dressing and irritating his skin the nurse elected to use statseal wich we frequently use. After cleaning his site, applying a new stat lock and cavalon skin prep, the nurse placed foam circle around the insertion site and poured the powder into the circle. The nurse applied a gauze dressing and tegaderm. On tuesday (B)(6) 2022 the patient complained of itching and the night nurse change his dressing. On wednesday (B)(6) 2022 during line rounds it was noted the redden area was exactly the statseal powder was located. The nurse checked the website for allergies and reactions and could not find any. The nurse contacted the company rep. Who put the nurse in contact with their company nurse. The company nurse said they have never had reaction. They did say if the chg is not dry, and the statseal is applied they have seen issues. His chg was completely dry. Wednesday (B)(6) 2022 the nurse changed his dressing to apply silverlon to prevent further infection. It looked like was drainage, but the nurse think it was the left-over powder. Site was cultured. The nurse did a skin test on his arm with only statseal powder and with chg and statsealpowder. He washed his arm in the bathroom and it left a dark marks exactly where the powder was.